Event description:
The customer reported hemoglobin (hgb) failures on startup and a clear fluid leak of approximately 1ml from a coulter act diff analyzer. The leak was not contained within the instrument and no error messages were observed by the customer at the time of the event. The customer's attempts at troubleshooting failed to resolve the hgb issue, and the instrument was considered inoperable until it could be evaluated by service. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Per the customer technical specialist (cts) the customer requested to troubleshoot the issue over the phone. The customer discovered an overflow from the white blood cell (wbc) bath. The customer replaced check valves cv1, 2 and 7 which resolved the leak. The instrument was verified by running startup with both the wbc and red blood cell (rbc) baths properly draining and filling; however, the hgb was still failing startup. A field service engineer (fse) evaluated the instrument at the customer's site on 03/06/2015 and confirmed the hgb was still failing upon startup. The fse replaced the wbc bath, resolving the hgb background failure. (B)(4).